Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery with the products in question. In the surgery, after inserting the pfna blade in question into the osteon, the inserter in question was turned in the lock direction to remove the blade, but the connection between the blade and the inserter could not be released. After that, the inserter and blade were pulled out, and a different length blade was used. The surgeon confirmed that there was no impact on the patient. The surgery was completed successfully with 10 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the pfna-ii blade l100 tan show signs of implantation and explantation use around the blade area and the sleeve. There is no indication that a design or manufacturing issue therefore the complaint cannot be confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed, the locking screw work correctly. The complaint condition was not able to be replicated. The lock/unlock function can be performed without problems. The surgical technique guide pfna-ii se_822673 rev. Ab was reviewed. The instruction for assemble pfna-ii blade on the impactor are mentioned. The pfna-ii blade is supplied in a locked state. While attaching the pfna-ii blade on the impactor, screw the impactor counterclockwise (note the mark ¿attach¿ on the impactor) into the end of the pfna-ii blade to unlock the blade. Push the pfna-ii blade gently towards the impactor while attaching the pfna-ii blade. Do not over-tighten. Precaution: the tip of the pfna-ii blade must rotate freely after attaching it to the impactor. This is essential for the implantation of the pfna-ii blade. Otherwise remove and dispose of the blade. Do not over tighten the connection between the impactor and the pfna-ii blade. The overall complaint was not confirmed as the observed condition of the pfna-ii blade l100 tan would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device product code: 04.027.055s, lot number: 6671p55. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 05-jul-2023, manufacturing site: jabil bettlach, expiry date: 01-jun-2033. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5 and d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that no other medical intervention was required and the patient was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.